Event description:
It was reported the patient lost weight, causing the ipg to feel uncomfortable. Surgical intervention was undertaken during which the ipg was relocated on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.